Event description:
It was reported that the md inserted the sheath and the intra-aortic balloon (iab) was being inserted through the sheath when it became stuck. Because the iab could not be advanced through the sheath, the md requested another iab. The pt passed away due to poor condition. Additional information received on 10/28/09, from the distributor stated, "we have confirmed with the md that the pt did not die due to the arrow product." On 10/29/09, the distributor sent the following information: "the iab was prepped per instruction prior to insertion and the prepped time follows the instructions on instructions for use. The sheath inserted in the left femoral artery. The md used the sheath which is in the iab-06840-u package."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.